Event description:
On (B)(6) 2012, information was recieved that the programming system was freezing a lot. The exact date on which this began is unknown. The device was typically stored at room temperature, and no user mishandling contribed to the event.

Event description:
On (B)(6) 2012, a hospital department manger reported that a programming system (handheld device and wand) were acting up. It was stated that the wand was pretty beat up; however, no specific details were provided. The programming system, including the handheld device and software flashcard, was returned on (B)(4) 2012 and is currently undergoing product analysis.

Event description:
Product analysis for the handheld device and software flashcard was approved on (B)(6) 2012. An analysis was performed on the returned flashcard. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. An analysis was performed on the returned handheld. During the analysis, it was identified that the touchscreen display was defective. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis. Attempts for additional information have been unsuccessful.

Manufacturer narrative:
.